Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No rewind anomaly noted. No motor error alarm or no excessive no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and loose drive support cap. Customer's blood glucose level was 6.8 mmol/l. Troubleshooting for motor error was performed. Customer advised they received a no delivery alarm and then during the rewind process they received a motor error alarm. Customer advised the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.